Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis. Visual inspection showed some contamination on the plunger flippers, a broken battery door and that the plunger tube gasket had fallen inside the pump. Review of the event history log showed an occurrence of "check syringe plunger sensor." Functional testing involved powering up the pump and checking and testing the syringe plunger sensor. The investigation found that the pump displayed "check syringe plunger sensor" at power up, the plunger flippers were uneven and sticking and the syringe plunger sensor true/false values did not change in unison. The investigation determined that contamination on the plunger flippers was the cause of the reported issue. According to the investigation, this issue was a result of fluid ingression due to improper use by the customer. The left plunger case, cracked battery door and damaged plunger tube gasket were replaced.

Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump exhibited "system failure, syringe plunger sensor error." No adverse effects were reported.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
H2: a1, b5 and h6 (patient code).